Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-sep-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 had failed to open. A field service engineer (fse) addressed an issue where the station displayed a "failed drawer 2 full height cubie drawer, failed to close" error. Inspection revealed a missing latch inseparable magnet. The station was powered down, and the drawer was disassembled following fsg section 3.11.2 instructions. The inseparable latch was replaced, and while the drawer was disassembled, the retractor band cable was re-seated at both the drawer and module controller. The row board cable was also re-seated at the drawer controller and individual row boards. After reassembly and powering on, drawer functionality was verified in diagnostics. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 2 was failed to open and medications cannot be pulled from the drawer. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.